Event description:
Patient called lfs in 02/03 alleging the meter would only prompt not ok and error 1 messages. The patient did not experience any symptoms. No adverse event reported. The issues were not resolved with troubleshooting. The meter has been replaced. A patient reported blood glucose results of 70 and 224 mg/dl with a lifescan meter, performed within 10 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of less than 20% and/or less than 20 mg/dl, thereby indicating a potential malfunction of the meter in terms of precision.